Event description:
PICC line in right arm and was bleeding at the site. PICC nurse called and dressing removed, yellow hub not attached to white catheter, which was still in pt's arm. Catheter fully removed without surgical intervention.